Manufacturer narrative:
The additional 9-apvl3-145 device referenced in b5 is filed under separate medwatch report number. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14 mm x 5 m amplatzer valvular plug iii was selected for an implant. A mitral paravalvular leak was closed with a amplatzer valvular plug iii. After a few minutes the plug embolized. It stayed at the left auricula spinning around, at some moments it stuck in the mechanical valve. To recapture the physician decided to repaired the aortic coaptation first. Then he redo the septal puncture, use a guide catheter and a triple-loop snare to cath the plug. It was pulled to the right side of the heart were it was pulled in the sheath. Then the physician decide to close the leak with a 8mm amplatzer duct occluder once it was placed and deployed they noticed that was displaced and a residual leak persisted. So they decided to use another 7mm amplatzer duct occluder in parallel with the previous to fix it. Doctors believe that the reason for the embolization is due to the consistency of the tissue. The patient is stable.

Manufacturer narrative:
An event of residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received the cause of the reported event could not conclusively be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.